Event description:
A drainage catheter was successfully placed. Post placement it was noted this drainage catheter had fractured and detached, remaining in the pt. No retrieval was attempted. Another catheter was placed for continuation of treatment. The pt's condition is good. This device has not been rec'd for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, the co is unable to determine if the device met its specs. F/u revealed this catheter was being used as a feeding tube, which is a non-indicated use of this device. However, without evaluating the device the co is unable to determine the relationship between the device and the cause for this event.